Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a software error code '41786'. The event occurred before infusion, there was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's reported issue could not be replicated; however, it was confirmed through the last error code. The pump was powered up and remained on for 10 minutes without any errors presenting. An error code of 41786 was recorded in the pump's device information screen. Error code 41786 was user interface that never came out of reset. The cause was fluid ingression to the main board. No repair action was taken as the device was deemed beyond economic repair.